Manufacturer narrative:
Concomitant products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that patient had gastroparesis, and as of 7 days prior to the call, patient has had vomiting and nausea. The caller stated that they suspect or want to rule out if enteral was not functioning. A follow-up report will be sent if additional information becomes available.